Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A therapy fluid air detected caution occurred toward the end of a routine hemodialysis treatment. The operator observed that the dialysate had depleted which triggered the air caution. Treatment was ended without performing rinseback due to clotting of the extracorporeal blood circuit, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to the operator not performing rinseback as directed. The user's guide instructs the operator to promptly rinseback the patient's blood in the event of an unrecoverable alarm and warns that the risk of clotting increases when the blood pump is stopped. The cycler alarmed appropriately in response to the depleted dialysate fluid. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.